Manufacturer narrative:
A bci field service engineer (fse) replaced the aspirate probe and there have been no additional reports of blood leaking from sample tubes. Root cause is attributed to the aspirate probe.

Event description:
A customer contacted beckman coulter inc. (Bci) to report sample tubes leaked blood from where they had been pierced by the act diff2 instrument. The customer wore ppe at all times when handling the tubes and there was no exposure to open wounds or mucous membranes. No injury, death or change to patient treatment is related to this cf.